Event description:
I had the essure procedure in (B)(6) of 2007 after my second child. At the age of (B)(6), 3.5 years later unbeknownst to me, my husband and I found out I was pregnant. Worried myself sick my whole pregnancy, delivered a healthy (B)(6) boy in (B)(6) 2011 at the age of (B)(6). After that my periods kept getting more heavy and the pain and cramping was intolerable with my periods lasting 14 or more days. Ultrasound in (B)(6) 2015 revealed that one of my coils from the essure was sticking halfway out of my fallopian tube, I have a hysterectomy scheduled for (B)(6) 2016. All of this leading right back to essure.